Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 07, 2026, senseonics was made aware of a user's initial sensor that had communication issues occurred due to an inability to obtain a signal. Multiple transmitters (tx) were tested, but none consistently communicated with the original sensor. As a result, the sensor was removed and replaced. Following the replacement, the final transmitter provided successfully established reliable communication with the new sensor.